Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1109501) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic heart catheterization on (B)(6) 2011. Access was obtained at the right common femoral artery via a 6f procedural sheath. Following the procedure, a trained radiology technologist (rt) chose the mynx for femoral arterial closure. It was reported that hemostasis was successfully achieved with the mynx. Reportedly, the patient returned to the hospital on (B)(6) 2011 complaining of a "knot" and some soreness in her right groin. An ultrasound was performed which ruled out a hernia and pseudoaneurysm, however the ultrasound revealed alleged polyethylene glycol (peg) sealant partially deployed intravascularly. The patient was admitted to the hospital. Although the patient was asymptomatic, the cardiologist decided to retrieve the sealant via contra-lateral access at the left groin on (B)(6) 2011 using ev3's silverhawk device. A filter wire basket was placed down the right superficial femoral artery (sfa). As the cardiologist attempted to retrieve the alleged sealant using a silverhawk device, it was reported that he captured a portion of it, but a piece broke free and lodged in the profunda. The patient was sent to surgery. A vascular surgeon successfully removed the sealant. The patient was discharged to home on (B)(6) 2011 with no further clinical sequela reported. No further information was provided.